Event description:
Lead check caused the device to switch lead polarity to unipolar. Sensing values and thresholds are in range.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.